Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that her husband experienced unexplained high blood glucose. The customer's blood glucose was 549 mg/dl at the time of incident. The customer's spouse stated that the customer was hospitalized prior to the issue. The customer's spouse stated that she treated her husband's high blood glucose with the insulin pump. The customer's spouse stated that her husband had blood glucose of 522 mg/dl, 549 mg/dl and 362 mg/dl prior to the complaint. The customer's spouse stated that they have back-up plan available. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that there were no air bubbles along the tubing. The customer's spouse stated that there were no leaks. The customer's spouse declined to troubleshoot for site and insulin issues and high pressure test. The customer's spouse mentioned that they received a no delivery alarm. The insulin pump will not be returned for analysis.